Event description:
On (B)(6) 2022, a spontaneous report from the united states was received via telephone from a consumer regarding an 83-year-old female who used a thermacare lower back and hip l/xl heat wrap. Medical history included high cholesterol, hypertension, and an unspecified thyroid issue. Concomitant products included unspecified medications for increased cholesterol, hypertension, and for the thyroid. On approximately (B)(6) 2022, the consumer topically applied a thermacare lower back and hip l/xl heat wrap to her lower back/buttock area for an unspecified indication. Approximately 2 hours after application, she began to feel an uncomfortable burning sensation. She removed the patch and noted six circular burn marks. Three of the marks were red circles and the other three were open areas. For treatment she used an unspecified over-the-counter burn treatment. She did not seek medical attention. As of (B)(6) 2022, the open areas were closed, the areas were red but appeared to be gradually fading to her skin tone. No additional information was provided.

Manufacturer narrative:
The root cause cannot be identified. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports "approximately 2 hours after application, she began to feel an uncomfortable burning sensation. She removed the patch and noted six circular burn marks". The cause of the consumer stating she received burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of blisters or other skin irritations. This is an adverse event for a burn; risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.